Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during a myectomy surgery. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that visual inspection found dried blood and tissue on helix. Dried tissue/body fluid in the sleevehead sometime prevents the helix from extending and retracting. But in this case, the helix could be extended and retracted. Tissue on helix is not a lead failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the physician intended to revise the ra lead. During the procedure it was noted there was tissue embedded in the helical screw.